Event description:
During a lap adjustable band procedure, when inserting the band into the abdomen, the suture loop broke. When removing the band from the abdomen, the buckle broke. Procedure completed with a new product. No pt consequence.

Manufacturer narrative:
Date sent: 05/20/2008 info anticipated, but unavailable at this time.